Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. The device was in good condition with no signs of external damage. Depleted battery, preceeded by multiple 'low battery change' alarms were found in error history log (ehl) review. Battery communication timeout present in earlier history. Unable to download ehl due to error during download. Power up process performed and checked battery diagnostics. Pump initially did not turn on, battery was at 0%, charged battery for 5 minutes. The reported issue could not be duplicated. Battery values were within specifications. No causes or potential causes to the customer's reported problem were found during the device history review. The root cause of the reported issue could not be determined; no damage to battery or interconnect board were found during evaluation. Actions/repairs were done to correct the reported issue: battery replaced.

Event description:
It was reported that the device frequently gave battery discharged" and battery communication timeout". No patient injury was reported.